Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of approximately 50 mg/dl. The contact declined to perform troubleshooting and reported bg level had increased to 130 mg/dl.